Event description:
A facility administrator reported to fresenius medical care via email that an fxcoral fx80 had a cracked header, causing a copious leak of saline and dialysate during priming, with a visible crack across the entire depth of the header. In a follow up, the facility administrator confirmed the issue was noted during preparation. They stated the dialyzer was cracked on both sides of the blood port. The dialyzer was pulled off to the side and replaced to resolve the reported issue. There were no machine alarms (non expected). It was confirmed there was no patient involvement associated with the reported issue. The biomed tech (bmt) verified that the dialyzer was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.